Event description:
A pt with a back injury was hit by a kodak directview dr 9000 bucky while being positioned for an x-ray image. The pt was sitting upright on a moveable radiographic table and the kodak directview dr9000 system bucky (detector) was being positioned behind the pt for an x-ray image of her spine when the bucky tilt button on the bottom of the bucky became depressed and released the brake lock. When the brake lock was released the bucky tilted into the pt's back. After the bucky hit the pt's back. The pt complained that there was no feeling in her legs. According to the hospital, however, this was a temporary condition and there was no permanent injury caused by this event. Kodak was not able to confirm with the user if medical intervention was required.